Event description:
A surgeon reports that an intraocular lens (iol) was damaged inside the cartridge of the iol delivery system. The incision was enlarged to accomodate removal and replacement of the lens. Additional information has been requested.